Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprostheses was attempted to be implanted within the common bile duct of a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement on (B)(6) 2012. According to the complainant, the patient has pancreatic cancer. The indication for the stent placement was to treat a 3 cm stricture within the common bile duct. The patient's anatomy was not tortuous, nor was it dilated prior to the stent placement. During the procedure, the stent was advanced through the target lesion with no issues; however, the physician felt a lot of resistance during deployment. Subsequently, additional force was applied to the delivery system, but this resulted in the detachment of both the outer sheath and inner shaft. The stent was able to be reconstrained prior to removal. The physician withdrew the entire device from the patient and used a different device to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
(B)(6). The reported issue of stent delivery system broke (outer sheath and inner shaft detached/separated). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.